Event description:
On (B)(6) 2020, a representative was called in to interrogate the device for this patient after complaint of syncope. It was determined that there was a loss of capture at max output on the rv lead with inappropriate sensing. The rv lead was repositioned on (B)(6)2020. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.